Event description:
It was reported that pump occasionally did not read cartridge correctly. There was no reported impact to the customer. Customer declined further troubleshooting. No additional information was provided.